Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zcb00 (20.5 diopter) from the patient's left eye, was performed due to hyperopic shift. It was also indicated that the patient had decreased visual acuity. The replacement lens was a model pcb00 (21.5 diopter) lens. The patient¿s outcome after the replacement procedure was reported as excellent. There was no incision enlargement required and no vitrectomy performed. The doctor prescribed the following medications besivance, lotemax gel, prolensa. No further information was provided. Visual acuity pre-op (pre-initial implant): 20/50, visual acuity post-op (post-initial implant): 20/50, visual acuity post-op (post-replacement): 20/25.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.